Manufacturer narrative:
(B)(4). Concomitant medical products: dilatation catheter: 3.0 x 20 mm fox sv: guide wire: asahi intecc; sheath: parent. Based on the available information and without return of the device for evaluation, the reported balloon rupture can not be confirmed. A review of the finished device lot history record did not reveal any non-conformities associated with this lot number that could have contributed to this reported event; in-process inspections and testing met manufacturing criteria. Although a root cause for the reported balloon rupture can not be determined, no evidence could be found which supports the assumption that a device defect led to problems described in the case description.

Event description:
It was reported that during a procedure of a 90% stenosis, concentric, de novo lesion of the left superficial femoral artery, the fox sv was delivered to the lesion, and during the second inflation at 10 atmosphere (atm) the balloon ruptured. A different balloon was used in the procedure without issue. There was no reported patient effect. No additional information was provided.